Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. According to a report received via the insulet customer service team, the patient experienced localized redness, inflammation/swelling, and an infection that extended beyond the perimeter of the adhesive patch. The onset of the reaction occurred on an unspecified date following sensor insertion. On (B)(6)2025, the patient presented to the medical center for an appointment with his diabetes care provider. During this visit, the provider assessed the insertion site and informed the patient that there was an ¿infection,¿ advising him to seek further evaluation at an urgent care facility. The patient departed from the medical center at an unknown time and was presented to an urgent care facility near the hospital. At urgent care, the patient was evaluated and prescribed an oral antibiotic, cephalexin 500 mg, to be taken every six hours for five days. The patient left the urgent care facility shortly after receiving the prescription. The infection resolved following completion of the five-day antibiotic course, and no follow-up visits were required. At the time of reporting, the patient¿s condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).